Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, iatrogenic occlusion of the angular artery (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: lee, k., kim, g., & sa, h. (2021). The clinical spectrum of periorbital vascular complications after facial injection. Journal of cosmetic dermatology, doi:10.1111/jocd.14019.

Event description:
This is a literature report from a single-center retrospective study aimed to categorize vascular complications according to clinical manifestations, and describe the prognosis of each category, after facial injection of cosmetic filler or local anesthetic. This literature report from (B)(6) concerns a (B)(6)-year-old female patient. The patient was injected with hyaluronic acid, into the glabella (intentional device misuse). The patient had no underlying diseases with cardiovascular risk factors, such as hypertension, diabetes, or hyperlipidemia. About 2 hours after the treatment with hyaluronic acid, the patient experienced severe ocular pain, also reported as persistent dull pain in the left eye, and headache, accompanied by skin lesions around the injection site. She immediately went to see the physician who performed the injection and received intralesional hyaluronidase injections, but the pain persisted, and subjective diplopia also developed. At presentation to the clinic, 3 days after filler injection, purpura and blistering of the glabella and left upper eyelid, as well as subconjunctival hemorrhage of the left eye, were observed. The patient complained of visual disturbance and mild subjective diplopia, but the best-corrected visual acuity was 20/20 in the left eye, and ocular movements were normal. Fundus examination and spectral domain optical coherence tomography (sdoct) did not show any abnormal findings suggestive of retinal vascular occlusion. There were no visual field defects in either eye. Static perimetry test demonstrated no visual field defects in either eye. The patient was diagnosed with an iatrogenic occlusion of the angular artery and treated with hyperbaric oxygen therapy as well as oral baby aspirin and steroids. As reported, hyperbaric oxygen therapy was preferably used to prevent tissue necrosis. The dull pain and subjective diplopia completely resolved within a week, and the skin manifestations resolved within a month. As reported, the patient had a superficial artery occlusion without visual impairment after facial filler injection. The final best-corrected visual acuity was 20/20. The patient was followed up for 8 months and there was no sequelae. Due to the provided information, the outcome of the events iatrogenic occlusion of the angular artery, visual disturbance and mild subjective diplopia was considered as resolved. The outcome of the events subconjunctival haemorrhage and headache was unknown. In the opinion of the authors, visual impairment was not associated with the severity or extent of purpura or blistering, which were the most common complications. Instead, visual impairment depended on whether the retinal arteries were affected or not. Additionally, the authors found that poor initial vision was caused by occlusion of macula-supplying retinal artery, and it was associated with a poor visual prognosis despite treatment. Skin lesions, such as purpura or blistering, blepharoptosis and ophthalmoplegia had the possibility to completely resolve with conservative care within 3 months in most cases. Intraocular pressure lowering treatment had the possibility to be effective in restoring vision if performed immediately after vascular occlusion.